Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the balloon separated from the catheter and fell into the patient's av graft. Reportedly, the customer snared the balloon out of the graft. There were no patient injuries reported.